Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "door latch error", which was reproduced at power up as a system error 320. System error 320 was confirmed through review of the event history log. This was caused by a failed lower and upper auxiliary assemblies. The failed lower and upper auxiliary assemblies were replaced to correct this condition.

Event description:
It was reported that a spectrum pump had a "door latch error". It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.